Event description:
The shock impedance was trending >150 ohms immediately after generator change was done on (B)(6) 2025. The shock impedance then dropped to normal range, but trended up steeply before trending >150 once more. The thoracic impedance has also trended abnormally up since the generator change. Potential lead integrity issue. No adverse events reported. Lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.